Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a lead replacement procedure (related manufacturer reference number: 1627487-2024-11969), the patient experienced ineffective therapy. Cat scan revealed the replacement lead was implanted upside down. As a result, the lead was replaced via surgical intervention on 23oct2024. Therapy was restored post op.